Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor at the flex traces and motor at the flex traces. Pump successfully downloaded traces and history file using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. On the event date of 08-jan-2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 72000 (7.2 u) and dailytotalofbolusinsulindelivered = 99500 (9.95 u) which is equal to the dailytotalofallinsulindelivered = 171500 (17.15 u). Perform the history review 1 week from the event date 08-jan-2026 in the pump history file and found 1 sensor error alert on 01/03/2026, 2 lost sensor alerts on 01/03/2026, and 2 pump error 35 on 01/08/2026 16:17:15.000 and on 01/08/2026 16:27:00.000. Unable to test for sensor error alert and lost sensor alert due to critical pump error (open book image) alarm. Found fatal alarm pump error 35 in the pump history file on 01/08/2026 16:17:15.000 and on 01/08/2026 16:27:00.000. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to moisture damage on the force sensor at the flex traces. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs (hyperglycemia). Alarm-aa99-critical pump error confirmed. Alarm-a338-pump error 35 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and customer alleged critical pump error. The customer reported blood glucose value of 369 mg/dl.. The customer was treated hyperglycemia event with insulin pen. The event involved product mmt-1886.troubleshooting was performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event, and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1886 will be returned for analysis.